Manufacturer narrative:
Pending return of the explanted pump for analysis. Internal complaint #: complaint (B)(4).

Event description:
Agent reported a prometra ii pump that was explanted due to multiple volume discrepancies. It was reported that there were both underinfusions and overinfusions observed. The details regarding the volume discrepancies are currently unavailable and have been requested. A cap study was performed at the explant and the results showed a patent catheter. The pump was reported to be filled with 10 mg/ml of dilaudid at a constant flow of 4.4 mg/day. The patient did not use a ptc, did not experiences any falls or traumas, and did not have any recent MRI exposure. Programming of this pump was reported to be done with v2.00.30 clinician programmer. The patient reported withdrawal symptoms.

Manufacturer narrative:
Although requested, no additional details were able to be provided regarding the alleged volume discrepancies and cap study. Agent confirmed that the patient is doing well. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 93% efficiency. As the device performed according to specfication during the investigation, no definitive root cause was able to be determined. Internal complaint number: (B)(4).